Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-02503, related manufacturer report number:3006705815-2023-02504. It was reported that the patient was experiencing high impedances on their scs leads. The patient's scs ipg was also indicating the battery was nearing end of life. The patient underwent a full scs system replacement on (B)(6) 2023. Therapy was restored post operatively.

Manufacturer narrative:
A patient experienced high impedances and unable to enter MRI mode was reported to abbott. The patient's scs ipg was also indicating the battery was nearing end of life. As a result, the patient's entire system was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.